Event description:
It was reported that while trying to interogate the pacemaker the programmer displayed a "remove magnet" message. A second programmer was used successfully, but all diagnostic data was removed from the device. The device was interrogated and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.